Event description:
It was reported that the patient presented to the emergency department with a transient ischemic attack (tia) and an episode of slurred speech and dizziness for around two minutes. The patient was admitted to the hospital for observations. After four hours of admission, an increase in power consumption above normal was noticed up to 4.5 watts. Lactate dehydrogenase (ldh) was around 400 and international normalized ratio (inr) at 2.4. A computerized tomography (CT) and echocardiogram were done which confirmed thrombosis. Heparin infusion was started with improvement in power consumption but not to baseline (3.6-3.8 watts). Ldh increased to 780 and power consumption in the prior 24 hours was between 3.9-4.3 watts. Several days later ldh was around 600 and power consumptions was around 3.7-4.3 watts over the last several days. The patient did not complain of anything and was discharged. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported high-power event was confirmed via review of the controller log files which revealed a slight increase in power consumption starting on (B)(6) 2022, leading to parameters above normal operating range. No alarms were logged during the analyzed period. Information received indicated that the patient presented to the emergency department with a transient ischemic attack (tia) and an episode of slurred speech and dizziness for around two minutes. The patient was admitted to the hospital for observations. After four hours of admission, an increase in power consumption above normal was noticed. Lactate dehydrogenase (ldh) was around 400 and international normalized ratio (inr) at 2.4. A computerized tomography (CT) and echocardiogram were done which confirmed thrombosis. Heparin infusion was started with improvement in power consumption but not to baseline. Several days later ldh was around 600 and power consumption was around 3.7-4.3 watts over the last several days. The patient did not complain of anything and was discharged. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.